Event description:
Treatment of an avm. It was reported that the catheter entrapped in the vessel during retrieval. Consequently, the physician decided to leave it inside the patient. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2012-00008.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was remained in the patient. (B)(4).